Manufacturer narrative:
The manufacturer previously provided a report concerning the allegation that the concentrator began to overheat and trigger an alarm. The caregiver observed that the outlet and power cable were burned. When attempting to plug the device into a different, empty power strip, that power strip also burned. The device settings during the event were reported to be unknown. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Manufacturer attempt to have the device returned for evaluation and investigation were unsuccessful. The customer responds that the device has been scrapped due to its condition. A final report is being submitted to communicate this. Box h has been updated.

Event description:
The manufacturer received information alleging a patient concentrator began to overheat and alarm. The caregiver observed that the outlet and power cable were burned. When attempting to plug the device into a different, empty power strip, that power strip also burned. The device settings during the event were reported to be unknown. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.